Manufacturer narrative:
Product not returned for eval.

Event description:
The pt reported receiving a "low cartridge" warning in the middle of the night. The next morning, the pt reported having a blood glucose value in the 400's mg/dl (normal range is 100's mg/dl). She states that she administered a 10 unit bolus and fell asleep. Several hours later she checked her blood glucose and it was "hi" (typically > 600 mg/dl). She was experiencing falling down, slurring of words and excessive thirst. She reported that she removed the infusion device and injected 10 units of insulin. The ambulance was called and she was taken to the hosp. She was admitted to the hosp and given IV (unk fluid). She reported that her blood glucose values did reduce at the hosp. The customer reported that her piston rod and adaptor are over 2 years old. The pt was provided a new piston rod and adaptor. No product is being returned.